Event description:
The customer contacted baxter's (B)(4) regarding a supply bag falling, which occurred while performing peritoneal dialysis therapy during drain 3/6. The home patient (hp) stated he woke up and noticed a bag fell and became unspiked. The baxter technical service representative (tsr) explained that the hp would need to start over with new supplies or complete therapy using manual supplies. Product surveillance obtained additional information from the hp. The hp stated the supply bag was not secure on the surface it was placed on. The hp discarded the set-up. No patient injury or medical intervention was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.